Event description:
It was reported that the pk dissecting forceps instrument tips did not meet or close properly prior to starting a da vinci surgical procedure. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the one grip was bent, causing side-to-side misalignment of the grips. There was a .114 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis also observed that there was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. The evidence was inconclusive, but the damage may was likely due to mishandling/misuse. Failure analysis also observed that the pitch cable was found frayed at the distal clevis hub. No damage was found at the clevis. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the cable damage, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.